Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, prime test and displacement test. Insulin pump received stuck in the motor error loop during bolus and basal delivery. Insulin pump was unable to confirm error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Event description:
It was reported the insulin pump alarmed motor error. Customer's mother did not know customer current blood glucose level. Customer's mother the alarm might have been during the bolus settings. Customer's mother does not know if the device had been dropped or bumped. The device was not exposed to an electromagnetic field. Customer also occurred a month ago. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.